Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) corrosion and contamination found on the battery spring.

Event description:
The patient reported replacing the batteries and the monitor would still not power up. The monitor was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported.